Event description:
In a journal article, a surgeon reported two cases of cogan syndrome presenting after uneventful laser in situ keratomileusis (lasik). In the second case, 18 months following bilateral lasik treatment, the pt reported decreased visual acuity in the right eye. The surgeon noted superior intrastromal corneal neovascularization and focal opacities near the terminal portion of the neovascularization in the paracentral cornea. The pt was treated with steroid and antibiotic topical drops in the right eye for eight months with a slow taper. Three months after the treatment was discontinued, the visual acuities remained stable but subepithelial corneal infiltrates with deep stromal opacities were noted in the right eye. The pt was treated again with the steroid and antibiotic topical drops. On further clinical review, the pt reported a history of meniere disease-like symptoms, including vertigo and mild hearing loss. One year following the diagnosis of typical cogan syndrome was made, the active interstitial keratitis had subsided completely. Please refer to the attached article for further details. There are three medical device reports associated with this event. This file is for the right eye in case 2.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Tomita m, chiba a, inoue n, huseynova, t tsuru t, waring IV, g cogan syndrome presenting after uneventful laser in situ keratomileusis. J cataract refract surg. 2013 august; vol 39; pages 1260 - 1266. (B)(4).